Manufacturer narrative:
Examination of returned device was inconclusive. The root cause of failure could not be identified because the product had been deconstructed.

Event description:
It was reported that patient underwent an acl reconstruction procedure that utilized a femoral fixation device on (B)(6) 2015. During the procedure, the zip suture came out of the implant when the graft was being inserted in the femoral. The implant was removed and another femoral fixation device was available to complete the procedure without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.